Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt discomfort and loss of sleep due to the large bulky square design of the device. It is too sharp that the patient felt like it is coming thru patient's skin sometimes. Technical services (ts) discussed that these devices require the most amount of hardware and battery size to support pacing and defibrillation therapy. This device remains in service. No adverse patient effects were reported.